Event description:
It was reported that a minimum fill notification occurred. Customer¿s blood glucose level was 300 mg/dl. Reportedly, the issue resolved and the customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.